Event description:
A (B)(6) male patient's wife called zoll customer support to report that his battery charger/modem would not power on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon receipt the power brick was defective and would not output dc voltage. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The patient received a replacement battery charger/modem.